Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. It was reported that the patient experienced sepsis, it was noted that the plan was to let the patient rest and treat the sepsis. The type of treatment is unknown. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. The relationship between the impella 5.0 and the patient's diagnosis of sepsis is unknown, however there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.